Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Dolor / panico parte íntima-pain, private area [genital pain]. Broken at the top- tampon [device breakage]. Case narrative: consumer reported via email that the tampon was broken at the top. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Dolor / panico parte íntima (pain, private area, genital pain). Broken at the top, tampon [device breakage]. Case narrative: consumer reported via email that the tampon was broken at the top. No serious injury reported.